Manufacturer narrative:
Evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A visual examination of the balloon material confirmed the presence of a small hole. The hole is located near the distal end of the dilation balloon. No section of the balloon material is missing from the device. When the balloon is inflated with water, a small and steady stream of water exits the balloon material at the location of the small hole. The balloon will not hold a steady pressure and dilation performance is likely compromised in this condition due to the slow loss of pressure. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. Conclusions: the additional information provided indicated the balloon did not receive negative pressure prior to advancement through the endoscope. This is the most likely cause for the reported observation. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A balloon material pinhole can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use direct the user to ensure the balloon is completely visualized and positioned before inflation. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: the appropriate personnel have been informed of this type of report in an effort to heighten awareness. This was brought to the attention of the quality review board (qrb). No further action is warranted at this time because the info provided indicated the product was used in contradiction with the instructions for use. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook endoscopy hercules 3 stage esophageal balloon. The balloon was advanced into position in the esophagus. During inflation, the balloon started to leak. The balloon was removed from the endoscope and another device was used to complete the procedure. A section of the device did not remain inside the pt¿s body. The pt did not require any additional medical procedures due to this occurrence. The pt did not experience any adverse effects due to this occurrence.